Event description:
Pt called clinic reporting infusor was leaking at connection of tubing into cylinder. Instructed to clamp gripper needle, stopping flow of chemotherapy into pt; came into the clinic so that infusor could be removed. IV flushed and infusor removed. Implanted port catheter was accessed on 10/4/94 and infusor attached on that day, infusing 5 fu 400 mgs per day.